Manufacturer narrative:
(B)(4). Additional information: additional information received: the times of resuscitation and the hospitalisation were not lengthened following the incident with the echelon ec45 clip. The patient is fine.

Event description:
Hold - sdait was reported that during a liver procedure, during the hepatic stapling, the operators could not open the echelon clamp. This issue has caused a massive hemorrhage requiring resuscitation of the patient by the anesthesia team. Unknown how case was completed. Device remained closed on the tissue.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ec45 device was returned with the anvil bent upwards and with two ecr45w cartridge reloads. Cartridge (a) ecr45w, l54y8r was received partially fired 3/4 consistent with an incomplete or interrupted cycle. Cartridge (b) ecr45w, l54y8r was received fully fired and in good visual conditions. Upon further analysis the knife was jammed with several clips found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. The clips were removed and the device was tested for functionality with a test reload; the device achieved a complete 3-strokes fire without any difficulties noted. However the opening mechanism was noted to be damaged as the closing trigger was difficult to open. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. Additionally the release button post was noted to be broken, this is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and obtained: on what kind of tissue/vessel was the echelon closed, as it could not be opened? (B)(4). On what tissue type was the device used? At what location on the tissue? (B)(4). Was it used on thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? What color cartridge was being used? White. What other color cartridges were used before and after this event?no. More cartridges was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Near first staple line. Were any unexpected noises heard? If so, when? No noise. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. It was as usually. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. It was impossible to open the devise , no. Knife switch, no manual activation. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Has this any impact on the patient, the surgery or the healing process? How. Was the procedure completed? Yes. How much blood did the patient lost? Was. A transfusion required? The patient lost about 4 liters. A transfusion required whit 8 red blood, and the patient needed a cardiac massage.